Event description:
The caller reported that during the night, he developed a cuff leak and the cuff would not remain inflated. He stated the pilot balloon with the leur valve had separated from the pilot line itself. The caller still had the tube inserted and stated that he had a scheduled doctor's appointment for a tracheostomy tube change the next day. Later in 2008, the caller reported that his tracheostomy tube had been changed and that the removed tube had been discarded.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The lot number is unk. No analysis or conclusion can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant info result.